Event description:
The results of a retrospective, single-center study of 86 pts between the ages of 18 and 80 years, were reviewed. Between (B)(6) 2004 to (B)(6) 2007, the pts underwent single-level tlif procedures using rhbmp-2 for the treatment of a degenerative condition. The difference in complications observed with the use of iliac crest autograft compared with rhbmp-2 was assessed. Postoperative radiculitis, defined as worsening leg pain after surgery in a dermatomal distribution, was seen more than two months after surgery. CT scan found ectopic bone formation in the neuroforamen ipsilateral to side of interbody cage placement. The pt elected not to undergo reoperation.

Manufacturer narrative:
(B)(4). Literature citation: rihn, et al. Complications associated with single-level transforaminal lumbar interbody fusion. The spine journal. 2009; 9: 623629. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.